Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the customer was able to continue using it without recurrence of the error after the reset.